Event description:
During baxter's device evaluation, it was discovered that a spectrum pump had a delayed keypad response. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the identified symptom delayed keypad response. Evaluation determined the cause to be a failed component on the processor printed circuit board. The processor printed circuit board was replaced.